Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that customer experienced hyperglcycemia and observed air bubbles in the infusion set tubing during therapy, which led to high blood glucose 152 mg/dl that lasted more than four hours. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was performed for hyperglycemia and customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of the event. The high blood glucose was treated with a bolus and manual injection using an insulin pen. The customer checked for leaks at the p-cap connection, tubing, and reservoir, but no leaks were found. The air bubbles were not soda pop/champagne size, and no kinks or bends were reported, only air bubbles. The customer declined further troubleshooting, including removing and reinserting the reservoir or running the load reservoir/fill tubing process. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, unomedical.